Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels ranging from 400 mg/dl to 500 mg/dl. The customer reported high blood glucose levels and upon changing the infusion set found a bent cannula. The customer had symptoms of nausea. The customer treated the high blood glucose level with a manual injection. The blood glucose after the manual injection was 488 mg/dl. The customer did troubleshoot the issues. The customer¿s blood glucose at the time of the incident was 450 mg/dl and current blood glucose level was 401 mg/dl. The insulin pump will not be returned for analysis; however the infusion set will be returned for analysis.